Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This report is being filed to update the conclusion code.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Patient code (B)(6) captures the reportable event of surgery.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that previously the patient had received multiple shocks due to cocaine induced incessant ventricular tachycardia (vt). As a result of post traumatic stress disorder (ptsd) the subcutaneous implantable cardioverter defibrillator (s-ICD) therapy was programmed off. The clinic informed the field representative that the patient had a recent syncopal episode and were curious if a device interrogation would have any information. The field representative informed the clinic that since therapy had been programmed off, no information would be stored within the s-ICD. Thus the cause of the syncope remains unknown. The s-ICD remains implanted and programmed off at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Patient code 3191 captures the reportable event of surgery.

Event description:
Additional information was received that the subcutaneous implantable cardioverter defibrillator (s-ICD) was returned for analysis from an unknown source almost two years later, thus indicating the device was explanted.